Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer reported vague information related to leaking when the sets are used with stopcocks alone or with stopcocks and saline flush syringes. No patient harm or medical intervention occurred. No further patient/event information was reported.